Manufacturer narrative:
No photographs have been provided of the affected unit. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a single unit of an exactamix dual chamber bag was found to be leaking just above the spiking area. The leak was identified at the hospital prior to patient use. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.